Event description:
It was reported that a flogard infusion pump had an unspecified malfunction. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The reported issue was confirmed as a faulty main display. The cause of the faulty main display could not be determined. To correct the condition, the main display was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.